Event description:
Add'l info rec'd from MFR 4/12/01: model number and/or catalog number of the device: wep-7604a. The device is no longer in current distribution. Distribution of the wep-7604a was discontinued as of 1/92. 2. Mfg lot and/or serial number of the device: this device was purchased in 12/88. 3. The final results of any failure analysis or lab testing of the device indluding: a complete description of methodology(ies) used, (2) an identification of the failure mode(s) and/or mechanism(s) and the associated component(s) involved, (3) any conclusions based on the final failure analysis or lab test results: the device was inspected at the user facility by an independent svc organization within one day of the reported occurrence. The device, including alarms, was found to be operating to spec. Event data is stored in the monitor for up to 24 hrs and the event was not reported to nihon kohden until approx 2 weeks after the occurrence. Therefore, the only event data available was the data collected by the independent svc organization and add'l inspection of the monitor was not warranted. Upon receiving the report of the event, nihon kohden contacted the rptr to confirm details of the event and the subsequent inspection of the device. Copies of the event recordings collected from the monitor were also requested and subsequently reviewed by nihon kohden. The event recordings indicate that the monitor detected and recorded the arrhythmia. Therefore, the evidence collected from the device inspection and supported by the event recordings, clearly suggests that the reported event was due to user error and not a malfunction of the device.

Event description:
The following info was relayed to rptr by svc tech who had the info relayed to them by the dir of nursing and assistant dir of nursing. The charge nurse at the time of the incident saw a flat line on the center station, however no alarm sounded. The charge nurse said the alarms were on. The charge nurse found the pt in the restroom, the pt had expired - no pulse or respiration, pt had a "blue appearance" and was flaccid and did not respond to external stimulation. No indication was made as to any types of resuscitation attempts, however, it was indicated that the pt's wishes were not to be resuscitated. The telemetry leads were placed in a lead ii configuration. The electrodes were still attached to the pt when the don retrieved them. From a casual glance the electrodes looked fine. The lead wires were still attached to the transmitter and were used during the inspection of the monitor.